Event description:
It was reported after opening the package, the sideport was noted to be detached at the green nut port of the trio adapter. This device was not used.

Manufacturer narrative:
One 10f fast-cath introducer kit was received for evaluation with the original pouch, opened. Visual inspection revealed the extension tubing was detached from the sidearm port with the green nut on the trio adapter. The presence of solvent was visible on the extension tubing. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, visual inspection of the returned trio adapter revealed the extension tubing was detached from the one of the side arm ports of the adapter. Additional testing confirmed the presence of solvent on the detached extension tube. Operators were retrained on the manufacturing procedure on august 22 and august 26, 2006. Additionally, awareness training to demonstrate the effects of side port detachments was completed for both shifts on september 13 and september 18, 2006. This device was manufactured prior to implementation of retraining.